Event description:
Additional information received indicated the event was discovered in clinic. The implantable cardioverter defibrillator (ICD) had no radio frequency (rf) telemetry. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) could not be interrogated. Further information was requested but not received.